Event description:
Info rec'd indicates the pt dropped their glasses under the bed and as she was reaching down to retrieve her glasses, the bed moved down onto her arm. The pt's arm was bruised.

Manufacturer narrative:
The technician could not duplicate the alleged malfunction and found the bed operating properly.